Event description:
The patient contacted animas on (B)(6) 2012 stating that all keypad buttons were intermittently unresponsive and required multiple presses to evoke a response. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt in a case and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast, down arrow and ok keypad buttons were responsive. The up arrow button had intermittent response. The keypad cover was removed and revealed contamination under the contacts of the contrast button and the up arrow button contact was noted to be misaligned.